Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis in a good condition. Event log history was performed and indicated that force sensor bridge test error was recorded in history. During analysis, force sensor bridge test error was found at power up and all the reading of force sensor was out of specification. It was noted that the force sensor does not operate as intended and was the cause of the reported issue. Service replaced the force sensor also replaced plunger cable for preventive measure. Performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that the smiths medical medfusion pump exhibited system failure error. No adverse effects were reported.